Manufacturer narrative:
(B)(4): information not available, device not returned for analysis.should the information be provided later, a supplemental medwatch will be sent.batch # m91p4g.the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a gastric bypass procedure, there was leakage of the staple line detected at the staple line near the gastro anastomosis. Two blue chargers were used. The intervention ended well, a continuous suture was made on the staple line. There were no adverse consequences for the patient.